Event description:
During the implant procedure, the patient went into heart block. The cardiomems delivery system was being introduced into the left pulmonary artery when the patient went into heart block. The cardiomems system was removed through the 12 fr non-abbott sheath, but was unable to do so due to resistance. The sheath and delivery system were removed, and it was noted that the proximal loop of the cardiomems sensor was "bumped up," preventing removal of the delivery system through the sheath. At that time, the patient went back into heart block, the cardiomems implant procedure was aborted, and temporary pacing wires were implanted. T the physician believed the right bundle branch was damaged during the procedure, leading to the heart block.

Manufacturer narrative:
The following components were received in the return: catheter assembly with tether wires and sensor intact. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter showed bending and twisting of the distal portion of the catheter, consistent with damage during use. The sensor skiving pattern was unaffected by the damage. Visual inspection of the sensor identified no exterior damage, but blood and tissue were observed on the sensor. The sensor was observed to be slightly lifted from the delivery system. Inspection of the length of the catheter was found to be normal. The visual inspection of the returned sheath revealed minimal exterior damage along distal end of sheath consistent with damage during use. An attempt was made to retract the sensor through the sheath as returned, but it was unsuccessful, however the sensor was able to be guided into and through the sheath successfully with manipulation. The results of the investigation are that the reported event was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.